Event description:
It was reported the patient experienced a loss of therapeutic effect the afternoon of the report. The patient had to void every 5 minutes and the symptoms had a sudden onset. It was noted the patient had to replace the patient programmer batteries because the screen was blank. During the call, it was indicated that stimulation was on at 1.6v on program1. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4),: product type: programmer, patient. Product ID: 3889-28, lot# va07xn0, implanted: (B)(6) 2013, product type: lead. (B)(4).